Event description:
This report is to advise of burn damage on the shaft of the catheter noted during analysis.

Manufacturer narrative:
One decapolar, spiral loop, inquiry afocusii diagnostic catheter was received for evaluation. Burn damage on the catheter shaft was noted at the spiral loop/shaft transition. No other visual anomalies were noted. The catheter did not deflect in the correct shape and did not meet specifications per curve due to the damage on the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage remains unknown.